Event description:
The customer's spouse reported via phone call that the customer was in the hospital and they wanted to take her off the pump. Caller stated that the pump was suspended. Customer was in the hospital due to high blood glucose, which was due to an infection and was not pump related. Customer went to the hospital on (B)(6) 2015 and was taken by paramedics. Customer had a blood glucose of 98 mg/dl and then 48 mg/dl. Customer has not worn the pump. Customer stated that they received a low battery alert prior to the off no power alarm. Customer stated that it was less than 24 hours from the low battery alert to the off no power alarm. Customer was advised to insert a new battery and to monitor the pump. Customer will change the battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.